Event description:
It was reported that the right ventricular lead impedance was displayed as zero for a daily measurement that was taken two months previous; and the pacing polarity switched from bipolar to unipolar. The patient does not recall any symptoms or being near an electro-magnetic interference source that day. The leas was reset reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.